Event description:
It was reported that the patient underwent an Ion endoluminal lung biopsy procedure and subsequently developed a pneumothorax that required chest tube placement and hospitalization. The biopsied nodule measured 21x13 mm and was located in the lingula, with a 3 mm distance to the pleura on computed tomography (CT) scan. The procedure was completed successfully. A post-procedure chest X-ray showed a large pneumothorax, although the patient was asymptomatic. A 7 French chest tube was placed immediately, and no additional medical intervention was required. The physician noted that the pneumothorax could potentially have occurred with another biopsy modality. The patient was admitted for a total of 3 days due to a mild residual apical pneumothorax without air leak. Given the patient's malnutrition and recent steroid use, the physician chose to take a conservative approach. The patient was discharged home in stable condition. There was no allegation that any Ion system, instrument, or accessory malfunction occurred.

Manufacturer narrative:
There was no allegation that any Ion system, instrument, or accessory malfunction occurred.